Manufacturer narrative:
Follow-up #1 date of submission 07/11/2014,the pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power issue. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump and the issue was not resolved with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/04/2014 with the following findings: multiple reboot events indicative of the event from the initial complaint were observed in the black box data. There was no physical damage to the battery compartment or returned battery cap; the returned battery cap was able to fully tighten to the pump. The pump was exercised for 24 hours and no power interruptions were observed. The initial complaint was not duplicated during the analysis. Measurements of the returned battery cap contact were within the specifications. The pump cover was removed and no evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.